Event description:
Reporter stated that the right intermediate siderail will not stay up. No injury, she called back to say, the eng dept spayed the siderail latch with wd-40 and this corrected the problem.